Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated procedure, electrocautery was used. The pulse generator exhibited false elective out of service indicator. The device was explanted and replaced. The patient was fine.